Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system's geometry movements were unavailable. A review of the log file showed that some table movements were not available, which confirmed the reported malfunction. Upon troubleshooting, the fse inspected all cabling between the tilt and height ethercat drives. The fault could not be reproduced through cable manipulation. To resolve the reported issue, the fse replaced the tilt ethercat drive and performed calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.